Manufacturer narrative:
E1: reporter institution phone number: (B)(6). E1: reporter phone number: (B)(6). The customer spoke with the philips bench repair team leader who advised them to check the speaker to mainboard cable. The customer reseated the speaker and confirmed the device is working as expected. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported there was a speaker malfunction. At this moment, it is unknown if the device produced sound. The device was not in use on a patient at the time of event, there was no adverse event reported.

Event description:
It was reported there was a speaker malfunction. It was unknown if the device produced sound. It is unknown if the device was in use at time of event, and there was no adverse event reported.

Manufacturer narrative:
A philips remote service engineer (rse) interviewed the customer and advised them to check speaker to mainboard cable. The customer reseated speaker and soon after the device worked as expected. Good faith efforts (gfe's) confirmed the device did not produce sound but had an inoperative message present. Based on the information available in the case, the cause of the reported problem was unconfirmed. The reported problem was confirmed. After the speaker cable was re-seated, the device returned to working specification. The cause of the reported problem was due to a disconnected speaker cable; nevertheless, we do not know why it was disconnected. If additional information is received the complaint file will be reopened. The investigation concludes that no further action is required at this time. No further investigation or action is warranted at this time.